Manufacturer narrative:
Manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak from an unspecified location was found when using a homechoice cassette; further described as "the table was wet and sticky". This was observed at the end of peritoneal dialysis therapy. No damage was noted to the cartons or overpouches. There was no report of patient injury or medical intervention associated with this event. No additional information is available.